Event description:
Additional information provided 27mar2020 indicated that no preparatory steps were completed and that the damage was noted immediately upon opening the package. The device did not make patient contact.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
H6 ¿ additional method code: device not returned (4114). Investigation ¿ evaluation. It was reported to cook that the hub of the catheter within a ultrathane mac-loc locking loop biliary drainage catheter separated from the shaft. This occurred when the device¿s packaging was opened, prior to the procedure. This incident was reported by (B)(6), in (B)(6) . No adverse effects were reported. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications were conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Therefore, no visual inspection was performed. However, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include hub separation as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) was reviewed. The reported lot and subassembly lots revealed no related nonconformances. A database search for complaints on the reported lot found no additional complaints reported from the field. At this time, cook could not conclude that nonconforming product from this lot exists in house or in the field. The instructions for use (IFU) supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A CAPA was previously opened to investigate this issue. Manufacturing-related root causes were identified and corrective actions including implementation of a gap gauge and retraining were performed. Based on the information provided, no returned product, the results of the investigation, and that the manufactured date of the affected lot is prior to corrective actions implementation, it is possible a manufacturing or quality control deficiency contributed to this incident. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane mac-loc locking loop biliary drainage catheter for an unknown drainage procedure. The operator reported, "when handling the bile drain, discontinuity of its proximal end was observed." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.